Manufacturer narrative:
One fast-fix 360 curved needle delivery systems was returned for evaluation. Visual assessment of the device showed no suture or ts remain on the insertion needle, but were returned for examination. Examination of the construct showed t1 is missing, it appears t1 was broken off from the suture as the knot is intact. T2 remains attached to the suture and shows no abnormalities. Actuator is in its t2 pre-deployment position indicating a deployment of t1. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended.

Event description:
It was reported that when the fast-fix 360 was used, it successfully deployed t1, but failed to deploy t2. No patient injury reported.